Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, far field r-wave sensing and false automatic mode switch (ams) episodes were noted. Technical support was contacted and it was suggested to implant a new atrial lead and reprogram the device to resolve the issue. The patient was in stable condition.

Event description:
The device was reprogrammed to resolve the issue and the patient was in stable condition.